Manufacturer narrative:
Updated g3. H6, code b14: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. H6, codes changes/added: investigation findings, imdrf annex c-codes: code c19 added. Code c21 is no longer applicable. Investigation conclusion (annex d): code d15 and code d12 added. Code d16 is no longer applicable. Component code: g04122 added. Imdrf medical device problem codes, annex a: code a01 added, code a24 is no longer applicable. Investigation summary: no clinical images are available. Engineering evaluation could not be performed as the device remains implanted. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), it states the following: potential device and procedure-related adverse events possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: embolism.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. Section c: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. E1: initial reporter, the name of physician remains unknown to-date. It was asked multiple times to the gore field sales associate. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (aortic component). H3: the implanted gore devices are not returned because they remain implanted, a product evaluation is not possible. H6: code b13, further information requests are made, and make interviews. There are images requested, but not available. Attempted more information and gathering relevant information, such as patient's age, patient family history (for thrombus) and further planned treatments in relation to this staged procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore on (B)(6) 2025, this patient underwent thoracic endovascular repair with a gore® tag® thoracic branch endoprosthesis aortic component (tbe) and a gore® tag® thoracic branch endoprosthesis side branch component to treat a thoracic type b dissection. The tbe aortic component was extended distally with a tapered hercules ¿ thoracic device intra-procedure. Six hours post procedure, the patient reportedly experienced abdominal pain and a thrombus was diagnosed to be located in the superior mesenteric artery (sma). To remedy the situation, the physician performed thrombectomy using an aspiration catheter. As to the cause of the thrombus generation, it was reportedly suspected that thrombus had been mobilized and had subsequently embolized. Reportedly, the physician believed that thrombus had moved from the false lumen to the true lumen of the dissection towards the big entry or re-entry tears after the tbe or the hercules ¿ thoracic device placement but was unable to name a specific device in this context. Reportedly, a staged procedure is planned with another non-gore device at a later date to further treat the type b dissection. The patient tolerated the procedure.